Manufacturer narrative:
This was reported in error. Upon further review it was determined that the information provided for this case does not meet the definition of a complaint. The information states that the concern/diagnosis was not related to the implantable collamer lens. The event was not product related. Claim# (B)(4).

Manufacturer narrative:
H6- health effect- clinical code 4581:redness. (B)(4)

Event description:
Blurry va in the left eye (os) with redness post icl implantation was reported. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.